Event description:
A (B)(4) old male pt called in to lifecor customer support to report that his response buttons were not activating the device. The pt was provided with a replacement monitor.

Event description:
Caller reported accu-chek system blood glucose result of 218 mg/dl at 0920. The customer retested due to symptoms of feeling shaky. Got 63 mg/dl at 0922, 64 mg/dl at 0926. He was able to self-treat with orange juice. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.